Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) unknown biomet driver for evaluation. Visual evaluation of the as returned device identified the driver with signs of use, and wear. The driver was attached to the implant; however, it disengaged/release as intended during a functional test. This complaint refers to the specific device being investigated for this complaint record. Device history record (DHR) review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the unknown biomet driver dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: does not disengage/release. A definitive root cause could not be determined since the device malfunction did not occur, and the reported event has been unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, and functional testing a device malfunction did not occur. The reported event was unconfirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
Placement driver got stuck in the implant during implantation procedure. The procedure was completed with another driver and implant.

Manufacturer narrative:
Zimvie complaint (B)(4). Multiple reports are being submitted for this event. A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. D1: brand name is not provided / unknown. D4: catalog number and lot number are not provided / unknown. E1: initial reporter¿s title, first name and last name are not provided / unknown. Since the lot number and the catalog number are not available and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : no item or lot number available.